Event description:
It was reported that the external pulse generator had broken knobs and bent controls. The generator was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis was not able to confirm the customer comment of knobs were broken. Analysis did confirm the customer comment of the controls being bent due to the encoder flex having a bent encoder. Analysis also found that the side bail covers and ring cover were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was damaged.